Manufacturer narrative:
(B)(4). Device evaluation: the meter involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2012, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultramini meter read inaccurately erratic. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The alleged issue began on the evening of (B)(6) 2012. The patient reported blood glucose results of "268, 111, 248 and 69 mg/dl" with the subject meter, performed within 20 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <=20% and/ or <=20 mg/dl. The patient manages her diabetes with insulin (type/ amount not specified). The patient reportedly skipped her usual dose of insulin. After the start of the alleged issue, the patient claims she felt symptoms of shaky and nausea. The patient ate a cookie and banana nut bread as treatment. The patient obtained a blood glucose result of "53 mg/dl" with another device. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement and an approved sample site was used for testing. The patient did not have control solution to perform quality control testing. This complaint is being reported because, the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.